Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer¿s blood glucose (bg) level was displayed as¿high¿; however, a specific value was not provided. Bg was addressed via manual insulin injection. Reportedly, the customer was using a non-tandem charging cable in an attempt to charge the pump. A new charging cable and wall adapter was sent to the customer. The customer continued to use the pump for insulin therapy.